Event description:
During a remote follow up, episodes of automatic mode switch (ams) episodes due to far-field r wave oversensing. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and there were no consequences.

Event description:
Additional information was received that the event was resolved by reprogramming.